Event description:
It was reported that the system 9800 had "cine disk not available" failure on boot up. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The xray controller pcb was replaced and cine drive reformatted. The system was tested and found to be working as intended and placed back into service.